Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a negative result, then the consumer went and got tested within the hour and received a positive result. There was no report of adverse patient impact. Eua (B)(4). The following information was provided by the initial reporter: "customer wanted to know how to get a refund because she got a negative and then went and got tested and got a positive within an hour difference."

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer tested negative result¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown but tested positive with a different test. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false negative was conducted with no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h.10.

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a negative result, then the consumer went and got tested within the hour and received a positive result. There was no report of adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "customer wanted to know how to get a refund because she got a negative and then went and got tested and got a positive within an hour difference."